Event description:
The customer claims that the alarm does not sound when the belt buckle is detached. No patient injury was reported.

Manufacturer narrative:
(B) (4). Product has been requested to be returned, but has not been received. (B) (4).